Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the colonovideoscope had a white screen indicating no image. There were no reports of patient involvement.